Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: based on a review of all available therapy log data, the cause of the iipv was determined to be: insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. A service history review revealed no previous service events were related to the iipv. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2011 during drain cycle 4. The patient's ultrafiltration reading was 128ml, indicating the home patient (hp) drained 128ml more than their programmed fill volume of 410ml. This information meets iipv criteria. On (B)(6) 2011, baxter product surveillance spoke with the peritoneal dialysis nurse regarding the iipv event. The nurse stated the patient did not have any symptoms around the time of the incident. The patient is fine and continuing therapy on the cycler with no issues. No patient injury or medical intervention was reported. No further information is available.